Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead has been showing noise since several months before. Furthermore, there were under sensed rv events, leading to inappropriate rv pacing. Also, rv sensed events have been showing low amplitude. The pacing impedance has been decreasing but still within normal limits. A potential insulation breach was discussed. The rv lead was recommended to be explanted, and it has been explanted at this time. No additional adverse patient effects were reported.